Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Analysis of the device image noted high current drain during implant period, consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable post-procedure.